Event description:
On (B)(6) 2012, the customer reported to customer svc that the underwire on her medela bra was poking through the fabric. She got mastitis and was told to stop wearing the bra. After multiple unsuccessful attempts to get in touch with the customer to find out if she was using a medical device when she developed the mastitis, the decision was made to not file a medwatch. On (B)(6) 2012, contact was made and the customer indicated the she was using a medela breast pump when she developed mastitis, for which she was treated with antibiotics.

Manufacturer narrative:
In f/o with the customer, she indicated that she uses the pump in style pump and she also pumps with a hosp grade pump at work. She uses a 27 mm breast shield on one breast and a 30 mm on the other. She also indicated that she was not experiencing any problems with her breast pump ("suction, power and everything is fine"), however, she developed mastitis twice - once after a 12 hour day at work when she wasn't able to pump and once she had been breast feeding in public and "think I just gave myself mastitis." She was treated with vancamycin, keflex and ancef. The mastitis is currently resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. There is no indication that there was a malfunction with the pump. The customer stated that she did not experience a problem with the pump and she continues to use it without issues. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.